Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to insulation damage. The lead was attempted to be inserted and blood infiltration within the lead insulation was confirmed. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Furthermore, visual inspection showed damaged insulation, most likely cut with a tool during implant (multiple areas). This observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to insulation damage. The lead was attempted to be inserted and blood infiltration within the lead insulation was confirmed. A new lead with the same model was implanted. No adverse patient effects were reported.